Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) lead exhibited pacing impedance measurements of greater than 3,000 ohms. It was noted that the rv impedance increased suddenly within the previous week. Pacing and sensing failure were observed on the surface electrocardiogram and on the non-boston scientific device markers. An x-ray was performed and an rv lead fracture was observed under the clavicle. A revision procedure was scheduled for within the next two weeks. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was performed. The pacing impedance was greater than 4,000 ohms and a fracture was still suspected. The lead was surgically abandoned and replaced with a non-boston scientific lead. The lead is not able to be returned, so clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.